Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. Troubleshooting has been unsuccessful thus far. Surgery may be pending.

Event description:
Additional information revealed that the ipg was explanted and replaced. Postoperatively, patient has effective therapy.